Event description:
It was reported by physician that the patient generator was disabled and error code 10 was displayed. Error code 10 indicates a burst watchdog timeout disablement. Lead impedance was okay and battery status was okay. Programming history review displayed the patient's autostimulation and magnet output current were set to the same value. Previous investigation has determined that certain m106 generator's have a firmware that can inappropriately lead to burstwatch dog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. This event is consistent with this determination. The generator's manufacturing history records were reviewed. The generator pass final functional and quality specifications prior to release. No further relevant information has been received to date.